Manufacturer narrative:
E1: initial reporter phone - (B)(6).

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, air could not be removed from the catheter during flushing due to a sealing issue. The device was then advanced over the guidewire to the distal end of the lesion; however, no image was shown after the procedure began. The procedure was completed with another of same device. The patient`s condition remained stable following the procedure.